Event description:
The customer reported that the device was not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not charging the battery. There was no report of pt involvement. Philips evaluated the device. The ac power module had failed (wire pulled out of the inlet with broken wires). Replacing the ac power module resolved the failure. The device passed all testing and remains at the customer site.